Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: e1 (facility name). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary thr where a summit stem and pinnacle shell were utilised (date, original surgeon and product details unknown). Patient underwent a revision of the acetabular liner on (B)(6) 2011 where a constrained liner and new head were implanted (dr (B)(6), (B)(6) hospital) - I would imagine due to recurrent dislocation. Patient has now presented with a dislocated hip, x rays indicate the head of the prosthesis in a dislocated position with the locking ring of the constrained liner still in the correct position. On opening the patient (dr (B)(6), (B)(6) hospital) (B)(6) 2020, the constrained liner showed signs of damage around the locking ring which would explain the ability for the head to dissociate from the liner with the locking ring in situ. The liner was exchanged for a new one of the same type and the head was also replaced. The surgeon felt that the hip had done well to last 11 years with a constrained liner in situ and would be happy if the next one lasted a similar timespan.